Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown issue occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of an unknown issue. A root cause could not be determined via data. The reported issue of an unknown issue is reportable based on the finding of connection loss.